Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The prostar xl is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the device found that it was returned with blood present in the device, but no blood was present at the proximal marker lumen. The coiled suture lumens were returned intact with the sutures loaded. The needles were in the pre-deployed positions with the sutures taught. The handle was in the locked position. There was no indication that the needles had been deployed or that the device achieved marking. During testing, the device was flushed and marked without difficulty. The findings of the investigation indicate marking was not achieved and the needle had not been deployed. The reported experience of failure to deploy the sutures could not be confirmed. This type of event has been seen when the device is not properly positioned in the arteriotomy. Based on the investigation of the device and the inspection criteria, incomplete deployment appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality deficiency. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the prostar xl attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment, two needles were deflected. The needles were backed down and the device was removed. Another prostar xl was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.